Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.